Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in the line), which occurred on the home choice (hc) during dwell 3 of 4. The technical service representative (tsr) explained the alarm. There were no leaks and no unused lines. The home patient (hp) did not disconnect when the alarm occurred. The hp cycled the power and system error 2367 occurred. The tsr assisted to retrieve cassette and advised to let the registered nurse (rn) know about the alarm. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps at any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On 3/20/2012, product surveillance contacted the hp. The hp stated they left the connection between the supply bag and cassette loose in error. The hp understood the proper setup procedure. The hp was able to continue therapy without any issues on their next attempt. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed for use error; per the complaint information, the home patient (hp) stated they left the connection between the supply bag and cassette loose in error. The cause was a loose connection. The label review found the labeling adequate for the use error in this complaint.